Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the customer was not able to use the insulin pump for last 2 to 3 days due to the repeated insulin flow block alarms, and due to this issue it was stated that the customer had not been using the insulin pump within 48 hours of the reported hyperglycemia event.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specific. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced hyperglycemia due to insulin flow block alarm. The customer¿s blood glucose level was 400 mg/dl. The customer reported that they were high because insulin pump was not delivering bolus. Customer stated the insulin did exit. Customer stated the insulin pump alarmed insulin flow blocked. It was unknown if the auto mode was active during the reported event. The device will be returned for analysis.